Event description:
It was reported that the device was explanted. The reason for explant is unknown as no other details were provided. The device was implanted in 2007; however, the explant date is unknown. Learned of event through implant pt registry.

Manufacturer narrative:
Device not returned.